Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va0z59j, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID 3387s-40, lot # va0z59j, implanted: (B)(6) 2015, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that the lead pulled up despite being secured in a stimloc. The issue was identified in a post-op CT scan. The lead was replaced and the issue was resolved. The patient was alive with no injury. The patient¿s indications for use were parkinson¿s dual and movement disorders.